Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by nausea and abdominal pain coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for long term care for an unrelated indication. Hospitalization is ongoing. The cause of peritonitis was unknown. On the same day as the onset of the peritonitis, the patient began treatment with ancef 2g daily and cephradine 2g daily for the peritonitis event (route of administration and duration not reported). Treatment for the peritonitis was reported as ongoing. Recovery from the peritonitis event was ongoing. Dianeal and extraneal therapies were ongoing. No additional information is available.